Event description:
It was reported by service report that the side rail would not stay in the full upward position. The customer reported that they did not know if there was pt involvement or if there were adverse consequences to report.

Manufacturer narrative:
Result: timing link.